Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03208. The patient received 2 scs leads with different lot numbers. It was reported the patient is experiencing intermittent stimulation. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified the issue has not been resolved. Additionally, the patient is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.